Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The pod data showed the first priming sequence ran 45 pulses and then the device was deactivated by the user at pulse 55. No damage to the environmental seal or bottom housing was observed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported event could not be determined.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.2. Cgm sensor type: g6.